Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having a return of symptoms. They stated they had a hysterectomy in (B)(6) 2015 and they remembered being asked to turn the implantable neurostimulator (ins) off, but they could not remember if they did. About 4 months prior to the report, the patient started having sudden regurgitation of the urine back into the kidneys and their bladder was not emptying. They stated that it may have been post hysterectomy and they did not notice it. At the time of the report, they were taking oral medication for it. The patient stated they would follow up with their healthcare provider (hcp). Follow up from the patient on, 2016-sep-12 reported they had the hysterectomy and they were not sure if "it" was working after. The urine backs up into their kidney's causing pain and elevated kidney function. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrections.

Event description:
Additional information received from the patient reported that their device was functioning however, after the healthcare professional (hcp) tried resetting it was no longer working for them and stopped helping them. It was noted that there was a medical procedure/emi that could be related to the issue as the patient had radiation therapy. The event started in 2015 when the patient got ovarian cancer and after that ¿a lot of things changed¿. When the hcp had tried resetting it in (B)(6) 2016, it was so uncomfortable and was not doing anything for them the patient shut it off. They were not ¿going to play with it herself she did not want it to zap herself¿. In addition, the patient stated that urine was backing up in their kidneys which was painful. The patient mentioned they tried several different settings and nothing worked for them. They further stated that it ¿put her through a years worth of testing all it did was give her large medical and did not fix anything and now she has urine backing up into her kidneys that is painful¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.